Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a vcffs in combination with cscs on (B)(6) 2017. On (B)(6) 2018, the patient presented with severe vertebral fracture th8 and screw loosening at l3. The patient was admitted on (B)(6) 2019 and was discharged on (B)(6) 2019. The patient outcome was recovered/resolved.

Manufacturer narrative:
This report is for an unknown screw/rod construct accessories/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter's information and reporting country name is unknown. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a vcffs in combination with cscs on (B)(6) 2017. Postoperatively, patient presented with vertebral fractures. The patient outcome was recovered/resolved. This report is for unknown screw/rod construct accessories. This is report 1 of 1 for (B)(4).